Manufacturer narrative:
Event date is approximate, the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient's (pt) ins was working well for first three weeks after implant and then they found that they were was no longer able to get stimulation. It was unclear what the issue was. The patient also noted that they had pain around the lead that started three weeks ago. Technical services provided patient services' number and advised that the pt meet with their managing doctor.